Manufacturer narrative:
Patient information not available for reporting. Additional product code: hrs. UDI: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 27.mar.2017 expiry date: 01.mar.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.014 / h315461 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 09-mar-2017. Part no: 04.210.014, lot no: h315461 (non-sterile) - 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 14mm. Quantity (B)(4). Components reviewed: raw material part 04.211.014.999, 2.8mm ti screw blank 14mm. Bp55, lot h313817 meet specification. Inspection sheet for mill shaft threads/head thread/flute final inspection ns049907 rev: l meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a proximal end clavicle fracture on (B)(6) 2017. Surgeon chose the 2.7mm/3.5mm variable angle locking compression plate (va-lcp) posterolateral distal humerus plate (dhp)-4 hole for the procedure. Surgeon was able to insert a 3.5mm cortical screw successfully. When surgeon attempted to insert the 2.7mm 14mm locking screw at the distal end, the locking screw was spinning in the plate hole and would not lock to the plate. Surgeon re-drilled the hole, checked the insertion angle, and re-inserted the locking screw but it still would not lock to the plate. Surgeon removed the plate and screws, replaced the plate with a 3 hole plate of a different size and completed the procedure successfully with a delay of approximately 10 minutes. No harm to patient was reported. This report is for one (1) 2.7mm va locking screw. This is report 1 of 2 for (B)(4).